Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The event description states that ablations were performed at 30 w with an irrigation rate between 6 and 30 ml/min. The tacticath se contact force ablation catheter instructions for use (IFU) recommends a minimum irrigation rate of 17 ml/min when ablating at a power equal to or less than 30w. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions (pvc) ablation procedure, a pericardial effusion occurred. The right ventricle outflow track was mapped with a decapolar inquiry catheter. The tacticath se was then swapped out with the decapolar and mapping and ablation occurred. Rf ablation occurred at 35w in the posteroseptal rvot. Pvcs were suppressed but eventually returned and arterial access was achieved to gain access to the lvot with the ablation catheter. An abbott ice catheter was inserted into the right atrium and a pericardial effusion was visualized. It is unknown whether this was a baseline effusion or if it occurred during the case as no ice images were taken prior. Upon diagnosis of the pericardial effusion, all catheters were removed and heparin reversed. A pericardiocentesis was performed and 140ml of blood was drained. The patient is currently in stable condition. There were no performance issues. It was noted that the patient had a history of pulmonary hypotension and ef of 13%.